Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in two pieces. A visual examination revealed two external abrasions breaching the outer insulation and exposing the outer coil in the distal region of the lead. The cause of the reported events was due to an external insulation abrasion which was a result of friction to another device or feature of the patient anatomy.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, noise resulting in oversensing was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. While explanting the ra lead, insulation damage was revealed. The patient was in stable condition following the procedure.